Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported in a medical article by stacy e. Hatcher, titled catastrophic failure of spinal cord stimulator paddle electrodes in the cervical spine that the patient experienced severe pain and loss of stimulation. The patient underwent a revision procedure wherein the ipg was relocated to allow a larger strain-relief at the cervical incision. The ipg remains implanted in the patient's body. No additional information was provided.